Event description:
It was reported to philips that a patient fell from the system's table as the mattress had come off the table. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.